Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported issues with a newly applied dexcom g7 sensor, which initially provided readings but then failed to display data. Multiple troubleshooting steps were attempted, including toggling g6/g7 settings, re-pairing, and calibrating, but the sensor repeatedly lost signal. The user¿s cgm displayed lows while fingerstick values showed discrepancies. During the event, the user experienced a hypoglycemia episode with a low of 44 mg/dl, corrected with apple juice, after which bg normalized. The user reported feeling ¿off a little coherently¿ but no severe symptoms. Dexcom confirmed the sensor was bad, and the user remained in bg-run mode until a replacement sensor was applied on (B)(6) 2025. No medical intervention was required.